Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing. The ra lead was capped and replaced on (B)(6) 2022. The patient status was unknown.

Event description:
Additional information received noted that the right atrial (ra) lead was exhibited oversensing that caused inappropriate mode switch that noted via merlin.net transmission. The patient was stable throughout.